Event description:
It was reported that during a shoulder rotator cuff repair surgery, the 5.5 mm twinfix ultra peek anchor fractured when screw-in, the suture was still connected to it so, it could be taken out directly. There was a delay between 0-30 min. The procedure was finished with a s&n backup device available. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 5.5mm twinfix ultra peek device used in treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. The insertion device was returned with a fractured anchor attached. The anchor was split open from excess torque focused on the distal tip. Suture was still threaded through anchor and the inserter. Distal threads had been disfigured. Both inserter forks were still attached to the inserter. The symptoms aligned with attempt to fit the anchor into an inadequate diameter hole. A 3.8mm tapered awl is the recommended prep instrument for normal bone. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. No root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.